Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the locking mechanism of the device was defective. It is known that the device was not used in surgery. It is unk if injuries of medical intervention were reported. There was no add'l info provided.